Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) smartpass feature disabled due to low/poor amplitude morphology signals. Subsequently, this issue resulted in t-wave oversensing that caused and untreated episode and one inappropriate therapy episode a few days later. The patient was brought to the clinic where another inappropriate shock was delivered while vectors were being evaluated. There have been no changes in the patient's medications or health. However, x-rays were performed, and a clear dislocation of the implantable electrode was noticed. In addition, this s-ICD displayed a battery depletion message. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. The vector configuration was reprogrammed, and a revision procedure was scheduled. This s-ICD was eventually explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. However, the additional reported clinical observations were not confirmed, the device was put through and passed the returned products test, which involves a series of automated diagnostic testing that verifies the performance of sensing, shocking and recording functions of the device commensurate with battery voltage.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) smartpass feature disabled due to low/poor amplitude morphology signals. Subsequently, this issue resulted in t-wave oversensing that caused and untreated episode and one inappropriate therapy episode a few days later. The patient was brought to the clinic where another inappropriate shock was delivered while vectors were being evaluated. There have been no changes in the patient's medications or health. However, x-rays were performed, and a clear dislocation of the implantable electrode was noticed. In addition, this s-ICD displayed a battery depletion message. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. The vector configuration was reprogrammed, and a revision procedure was scheduled. This s-ICD was eventually explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) smartpass feature disabled due to low/poor amplitude morphology signals. Subsequently, this issue resulted in t-wave oversensing that caused and untreated episode and one inappropriate therapy episode a few days later. Subsequently, the patient was brought to the clinic where another inappropriate shock was delivered while vectors were being evaluated. There have been no changes in the patient's medications or health. However, x-rays were performed, and a clear dislocation of the implantable electrode was noticed. In addition, this s-ICD displayed a battery depletion message. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. The vector configuration was reprogrammed, and a revision procedure was scheduled. This s-ICD remains in service and no additional adverse patient effects were reported.